Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral valve was explanted at implant. According to the op report, this is a (B)(6) gentleman with a history of previous coronary artery bypass surgery. All of his bypass grafts were patent. He had increasing shortness of breath and was found to have severe aortic stenosis. He was admitted for an aortic valve replacement. He was known to have mild mitral regurgitation prior to the operation. After what appeared to be an uneventful aortic valve replacement, the patient appeared to have moderate to severe mitral regurgitation from a central jet, which was a new finding compared to his preoperative status. Surmising that placement of the aortic valve would somehow distort the mitral valve, mitral valve replacement was undertaken as it was not felt the patient would do well with this sort of mitral regurgitation. After a difficult initial mitral valve replacement, it was noted that one of the leaflets of the pericardial bioprosthetic mitral valve was not closing properly and the patient continued to have moderate mitral regurgitation. An attempt to separate from cardiopulmonary bypass was made but the patient would not tolerate this and, after a discussion, it was decided to re-replace the mitral valve. Essentially, the problem was that the anterior leaflet of this trileaflet bioprosthetic valve was not able to open correctly. By looking at it with a dental mirror, it appeared to be tethered. A number of sutures were removed in the area that appeared to be tethered to where the valve could be pulled away from the annulus and looked at from behind. Still, despite being completely free of suture, the valve leaflet did appear normal nor did it appear to be moving properly. Therefore, the device was replaced with a non-edwards bioprosthetic valve. At this point, it was noted that multiple areas on the vena cava were bleeding. Multiple sutures were placed but, the tissue was so edematous and friable that it literally was just falling apart. Due to the significant bleeding issues that were becoming more and more difficult to control, the family agreed with shutting down the cardiopulmonary bypass machine and letting the patient expire and so this was done after roughly 12 hours of operating. It was further noted by the surgeon that there was no malfunction or deficiency of the explanted edwards valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: it was reported that this device was explanted due to regurgitation caused by a tethered leaflet (suture looping). Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. Furthermore, the surgeon has indicated that there was no malfunction or deficiency of the explanted edwards valve. There is also no information suggesting that the edwards devices caused or contributed to the patient's death.